Event description:
Information received indicates that the right intermediate side rail will not latch. According to the facility, there was a pt in the bed when the problem was discovered, but the pt was not injured as a result of problem.

Manufacturer narrative:
The facility replaced the side rail latch and spring to repair the bed.